Manufacturer narrative:
The customer provided additional information that there was no loss of mechanical ventilation and they were not able to confirm the failure when evaluating the unit.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit alarmed during a case and was not able to mechanically ventilate. The unit was switched to manual mode of ventilation to complete the case. There was no report of patient injury.